Manufacturer narrative:
A follow-up report will be filed if more information becomes available.

Event description:
It was reported after inserting the iab, md could not remove the guide wire. As a result, the iab with guide wire was removed as one unit and another brand iab was inserted.